Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2022-04473, 1627487-2022-04474, 1627487-2022-04475. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2022, where three leads and the ipg were explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
The ipg was revised due to the stuck contact in port 2. Confirmed that port 2 had a stuck contact. This revision was not due to any device allegation; this event occurred during the lead revision and was not device related.